Manufacturer narrative:
Prosthesis-patient mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through normally functioning prosthetic valves. Several factors including age, body mass index (bmi), and pre-operative status of left ventricular (lv) function may potentially influence the effect of ppm on post-operative outcomes. Therefore, careful consideration is given when calculating the appropriate sized device for implant. (B)(6). Her post-operative increase in body mass index (bmi) negatively influenced the effective orifice area (eoa) of the implanted bioprosthetic device and resulted in ppm. This was not due to a malfunction of the device but due to patient factors. The device was not returned to edwards for analysis. Without return of the device, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Product evaluation: customer report of stenosis could be confirmed. Leaflet 1 had a cut area approx 7mm x 8mm and leaflet 3 had a cut area of approx 8mmx11mm. Cut sections were not returned with the device. Leaflet piece appeared to match up to cut area on leaflet 2. Moderate to heavy calcification was observed in the remaining cusp area of leaflet 1, heavy calcification was observed in the remaining cusp area of leaflet 3. The remaining free margins of leaflets 1 and 3 exhibited moderate to heavy calcification. Moderate to heavy calcification was observed in the leaflet piece and the remaining cusp area of leaflet 2. Heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 12mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue was heavy at the stent inflow and moderate at the stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 by approx 7mm on the inflow aspect. The x-ray demonstrated calcification and commissures 1 and 3 wireform distorted. Approx 90% of wireform circumference was exposed on the inflow aspect. Entire circumference of sewing ring was cut. These damages are most likely due to explant or implant. Method = x-ray. Conclusion: calcification and host tissue could have restricted mobility in the leaflets and led to stenosis.

Event description:
Edwards has learned via the implant patient registry that a 19mm aortic pericardial valve was explanted after an implant duration of approximately seven (7) years due to patient prosthesis mismatch. The operative notes indicate the patient's weight had increased and she presented a peak gradient of 90 mmhg with a mean of 60 mmhg, and a peak gradient of 36 mmhg with a mean of 18 mmhg when she was under general anesthesia. The explanted device was replaced with a 21mm pericardial valve. The patient status was reported as ¿discharged.¿